Event description:
It was reported that a spectrum pump turned off randomly. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation inspected the device but did not observe any symptom or potential causes of the reported problem. No action required. Should additional relevant information become available, a supplemental report will be submitted